Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were received on 7aug2021 which contained a controller fault alarm, and later on a "replace system controller/back-up battery" message appeared. The alarms were reportedly backup battery faults and controller internal faults. There were no other unusual events seen within the log files.

Manufacturer narrative:
Section a4: patient weight was requested but was not provided. Section g3: correction to g3 in previous report: aug 7, 2021. Manufacturer's investigation conclusion: the reported event of controller fault and backup battery fault alarms was confirmed via analysis of the submitted log file. The log file contained approximately 6.5 hours of data ((B)(6) 2021 from 14:50:50 to 21:14:56 per the timestamp). A controller fault alarm activated on (B)(6) 2021 at 19:22:54 due to a controller boost over voltage fault activating and a backup battery fault alarm activated at 19:22:57 due to a backup battery circuit fault activating; the alarms remained active throughout the remainder of the log file. The reported alarms did not affect the pump¿s ability to operate at the set speed. The heartmate 3 system controller (serial number: (B)(6) ) was not returned for evaluation. Technical services recommended exchanging the backup battery and then the system controller as an attempt to resolve the issue. Multiple requests were made to obtain additional information (including if the reported alarms resolved and if the system controller was exchanged and would be returned for evaluation); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2020. Heartmate 3 patient handbook, rev. C, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use, rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect, backup battery fault and controller fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use, rev. C, section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 patient handbook. Rev. C, section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. Heartmate 3 patient handbook, rev. C, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.